Manufacturer narrative:
Evaluation summary: the reported event that plate anchorage had a breakage after surgery could be confirmed since the device has been returned for investigation. Based on investigation, the root cause of the determined breakage was attributed to a patient related issue. The plate anchorage breakage was caused by overload. Microscopic inspection revealed that the fracture surface had suffered severe secondary damages. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. Moreover, the literature reads: ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis." [Original statement] no information has been submitted regarding patient height and weight, whether the patient had reduced weight bearing or whether a walking boot had been ordered by the attending physician, but assumedly the patient has loaded with full weight bearing prior to sufficient bone consolidation. Such behaviour is adverse because nearly all forces and bending moments are transmitted by the small plate. The plate is only designed for transmission of limited loads until sufficient bone consolidation has been confirmed in the follow up x-rays. Therefore, it can be assumed in all probability that the early breakage of the plate is caused by continuous overloading and/or an acute overloading (e.g. Unintended concussion damage). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Initial implant was completed (B)(6) 2013. Patient presented with pain. Xrays confirmed memometal cp plate breakage. No revision scheduled at this stage

Event description:
Initial implant was completed (B)(6) 2013. Patient presented with pain. Xrays confirmed memometal cp plate breakage. No revision scheduled at this stage

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any additional information will be reported in a supplemental report.